Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device was filled with fluorouracil 4800mg in sodium chloride 0.9%. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from december 2, 2021 - december 3, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was no evidence of a leak. The photos showed images of a folfusor device contained inside a sealed bag. The folfusor device contained fluid inside the bladder. However, no images of fluid or evidence of leak was observed inside the bag that contained the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.